Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the helix would not extend. The lead was tested outside the body and still would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.